Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the staples malformed. The procedure was completed by hand-suturing. There was no patient consequence.